Event description:
Boston scientific received information that during an implant procedure, this implantable lead and competitor lead were not successfully implanted as they were not certain which lead caused the perforation. The patient developed a pericardial effusion and medical intervention was performed. This implantable lead will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.